Event description:
User experienced discrepant glucose results for one patient sample. Initial result gave 9 mg/dl; repeat gave 33 mg/dl. Customer reported the repeat glucose result of 33 mg/dl. No patient treatment was incurred based on this result. The field service representative determined the cause to be the sample probe was clogged with fibrin and cleaned the sample probe. Performance tests were performed.